Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing weakness. On device interrogation it was noted that the right ventricular (rv) lead exhibited intermittent over-sensing. No further patient complications have been reported as a result of this event.